Manufacturer narrative:
The following devices were also listed in this report: gmrs proximal tib sml; cat# 64953101; lot# 034732c, gmrs small axle; cat# 64952115; lot# ctd20592, gmrs small femoral bushing; cat# 64952105; lot# lhb045, gmrs small femoral bushing; cat# 64952105; lot# lex203, gmrs tib rotating sml comp; cat# 64953601; lot# 110398, gmrs dist fem comp sml l 65 mm; cat# 64952010; lot# ec3xf, mrhk bumper insert - neutral; cat# 64812130; lot# lha158, gmrs tibial insert small 10 mm; cat# 64953010; lot# lfh112. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the sterile lot referenced. Not available.

Event description:
It was reported that patient's left knee was revised due to infection (unknown if clinically confirmed or identified).

Manufacturer narrative:
Additional information: PMA/510(k)#; manufacturing date. Corrected data: expiration date. An event regarding infection involving a gmrs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised due to infection (unknown if clinically confirmed or identified).